Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacemaker was implanted on (B)(6) 2021. Reportedly, on (B)(6) 2021, the patient complained about chest discomfort and went to the hospital. Loss of capture was observed. In addition, the ventricular lead impedance was superior to 3000 ohms. The sales representative visited the hospital and measured the ventricular threshold at 0.75v/0.35ms. The ventricular lead impedance was 500 ohms. When checking the pacemaker memories, it was confirmed that the ventricular lead impedance exceeded 3000 ohms around (B)(6) 2021. It was within normal range and stable prior to that. A cracking-like image was observed on the x-ray performed on (B)(6) 2021, which was not seen when the lead was implanted in 2006. Noise was also observed on the ventricular channel and the ventricular lead polarity was changed to unipolar. As the attending physician was not present on that date, the patient was hospitalized. On (B)(6) 2021, a re-intervention to implant a new ventricular lead. No issue was observed on the impedance and the threshold. The pacing system was replaced on (B)(6) 2021. Preliminary analysis confirmed the high impedance and oversensing. Based on the reported information, a ventricular lead issue is suspected even if a lead-pacemaker connection issue at ventricular level could not be excluded at this stage.

Event description:
The pacemaker was implanted on 1 march 2021. Reportedly, on (B)(6) 2021, the patient complained about chest discomfort and went to the hospital. Loss of capture was observed. In addition, the ventricular lead impedance was superior to 3000 ohms. The sales representative visited the hospital and measured the ventricular threshold at 0.75v/0.35ms. The ventricular lead impedance was 500 ohms. When checking the pacemaker memories, it was confirmed that the ventricular lead impedance exceeded 3000 ohms around (B)(6) 2021. It was within normal range and stable prior to that. A cracking-like image was observed on the x-ray performed on (B)(6) 2021, which was not seen when the lead was implanted in 2006. Noise was also observed on the ventricular channel and the ventricular lead polarity was changed to unipolar. As the attending physician was not present on that date, the patient was hospitalized. On (B)(6) 2021, a re-intervention to implant a new ventricular lead. No issue was observed on the impedance and the threshold. The pacing system was replaced on (B)(6) 2021.

Manufacturer narrative:
Please refer to the attached analysis report.